Manufacturer narrative:
The insulin pump was received with a cracked case window display corner. The insulin pump also had a blank display due to a corroded electronic assembly and motor.

Event description:
The customer stated that the insulin pump stopped working after it was dropped, then submerged in water. The insulin pump had cracks on the case due to the drop. Advised that the insulin pump would be replaced. Nothing further was reported.